Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure devic location of device : uterine wall (right cornual region) / there is a radiopaque foreign body located in the right side of the myometrium"), carotid artery occlusion ("blood or heart disorder/condition type : carotid occlusion") and sympathetic posterior cervical syndrome ("neurological conditions or problems-type cervicocranial sydrome") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." The patient's medical history included haemorrhagic ovarian cyst, multiparous, congenital hip dislocation, carotid artery ultrasound (normal carotid profile with antegrade vertebral flow. Minimal vascular thickening noted), stomach burning sensation of, nausea, hematuria, suprapubic pain and backache. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) for birth control as well as cefixime (flexeril), doxycycline, fluconazole (diflucan), glucose (kabidecs), minocycline hydrochloride (solodyn), spironolactone (spironolactone), sumatriptan (imitrex) and thyroid (armour thyroid). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), carotid artery occlusion (seriousness criterion medically significant), sympathetic posterior cervical syndrome (seriousness criterion medically significant), vulvovaginal candidiasis ("infection(bladder /vaginal infection/ urinary tract infection): vulva /vaginal candidiasis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems- condition- anxiety stress"), stress ("psychological or psychiatric problems- condition- anxiety stress"), headache ("migraine/headaches"), migraine ("migraine/headaches"), endometriosis ("reproductive system disorder or condition type: endometriosis"), ovarian cyst ("reproductive system disorder or condition type:ovarian cyst"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition-type: reflux esophagitis"), arthralgia ("pain bilateral hips"), hyperlipidaemia ("blood or heart disorder/ condition type : hyperlipoidemia"), fatigue ("fatigue"), gastritis ("gastrointestinal or digestive system condition type : gastritis"), hypothyroidism ("other injuries or complication describe: hypothyroidism"), lymphadenopathy ("other injuries or complication-enlargement of lymph nodes"), cystitis ("infection (bladder/urinary tract/vaginal) type : acute cystitis") and palpitations ("palpitation") and was found to have immunoglobulins ("other injury or complication -describe as adverse effect: gamma globulin"). The patient was treated with surgery (surgical removal of coil(s) / tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, carotid artery occlusion, sympathetic posterior cervical syndrome, vulvovaginal candidiasis, female sexual dysfunction, dysmenorrhoea, anxiety, stress, headache, migraine, endometriosis, ovarian cyst, immunoglobulins, gastrooesophageal reflux disease, hyperlipidaemia, fatigue, gastritis, hypothyroidism, lymphadenopathy, cystitis and palpitations outcome was unknown and the pelvic pain and arthralgia had resolved. The reporter considered anxiety, arthralgia, carotid artery occlusion, cystitis, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, female sexual dysfunction, gastritis, gastrooesophageal reflux disease, headache, hyperlipidaemia, hypothyroidism, immunoglobulins, lymphadenopathy, migraine, ovarian cyst, palpitations, pelvic pain, stress, sympathetic posterior cervical syndrome and vulvovaginal candidiasis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) : there is a radiopaque foreign body located in the right side of the myometrium, but not the endometrium. It has a length of 2.5 cm and approximates the lateral margin of the uterine myometrium. Ultrasound pelvis - on (B)(6) 2010: reason for investigation: pelvic coil to ascertain position. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs and mr received- previously reported event ¿injury¿ updated to ¿migration of essure device location of device : uterine wall (right cornual region)¿. Events- ¿vulva /vaginal candidiasis, , apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, migraines / headaches, reproductive system disorder or condition type of disorder or condition: ovarian cysts, endometriosis, blood or heart disorder/condition type: palpitation, carotid artery, hyperlipidemia occlusion, neurological conditions or problems type: cervicocranial syndrome, tubal ligation, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, gastrointestinal or digestive system condition type: gastritis, reflux esophagitis, acute cystitis¿ added. Reporter, medical history, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.